Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer stated that the ultem adapter broke at the dialysis unit when off-brand adapter is used other than kendall. Catheter had to be replaced.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.